Manufacturer narrative:
Corrected data: a2: patient's age: on (B)(6) 1983. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -15.5/+2.0/070 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault, pupil block, and elevated iop. Immediate postop results were good following the exchange. Prior to exchange the surgeon had performed a release of fluid via paracentesis and had the patient on "maximal medical therapy."